Event description:
It was reported the bd preset¿ experienced no label or missing label information or illegible. This event occurred 1000 times. The following information was provided by the initial reporter and translated to english: the customer stated "there is a discrepancy between the information submitted for product 383463 at the time of coding it and the product that is arriving. It does not have the sanitary registry in its unit packaging. The blister of each syringe must be labeled with the sanitary registration."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 8 photos were provided by the customer for investigation. The photos were reviewed and differences between the unit package labels were observed. A change was made in october of 2019 to now only include the sanitary registry information in the minimum unit of sale which is the shelfpack of 100 units. This change was made to reduce the risk of contamination derived from the distribution center handling each unit of the product. The barcode label observed on the unit packages in the new pictures is not applied by bd. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd preset¿ experienced no label or missing label information or illegible. This event occurred 1000 times. The following information was provided by the initial reporter and translated to english: the customer stated "there is a discrepancy between the information submitted for product 383463 at the time of coding it and the product that is arriving. It does not have the sanitary registry in its unit packaging. The blister of each syringe must be labeled with the sanitary registration."